Event description:
A patient reported their bottom aligners still don't fit great. The change between aligners 13 and 14 was significant (from 14 until the end are part of a corrective set and I don't think it is a smooth transition). Per photo's provided the lower aligner is still not within normal limits.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.